Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of hypoglycemia prior to passing out. At the time of the event, the patient was unable to recall their cgm and blood glucose readings and refused to provide further event details. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 08/22/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was feeling lightheaded and dizzy. He said that his cgm was reading low and did not have a glucometer to check his bg. He ate a lot of sugar thinking his cgm reading would change but it remained low. Since his symptoms didn¿t change so his son took him to the hospital. His bg was checked, and it was around 900 mg/dl. He said that he was given medication but is unable to recall what they were. He stayed in the hospital for 7 days and was discharged on (B)(6) 2025, with a bg of 114 mg/dl. The patient confirmed that he¿s feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.